Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation found foreign material in the nozzle. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. A device history report (DHR) of the subject device was reviewed and the device was confirmed to have been shipped in conformity with specifications. The instruction manual states the detection method associated with the event in " gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection ", and preventative measures in "gif/cf/pcf/sif type 260 series reprocessing manual ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event.¿ the legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.